Manufacturer narrative:
(B) (4).

Event description:
A confirmed pump motor stall had occurred on (B) (6) 2010 with a "stopped pump period may exceed tube set" message on (B) (6) 2010. No motor stall recovery was recorded. The motor stall was caused by the pt having an MRI or other medical procedure. After multiple interrogations on (B) (6) 2010 the pump did recover. It was also reported that the hcp thought that the pt wasn't getting drug; no pt symptoms were provided. The pump was used to deliver dilaudid 40mg/ml at 8.715mg/day and this was decreased to 4mg/day. Per the reporter, the hcp was in discussion with the pt's psychiatrist who wants to stop the intrathecal drug delivery.